Event description:
It was reported when using the pyxis medstation es system, it was completely off presenting black screen. The customer reported that the issue arose while the user was attempting to administer medications to a patient, resulting in a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer controller board on the main drawer was defective. The field service engineer replaced the drawer controller board then verified proper operation of the entire unit afterwards. The system functioned as intended after the field service engineer troubleshooted the device.